Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at third-party bench repair service, the display assembly was discovered to be physically damaged. The device was removed from service at the time of the event therefore there was no patient involvement and no patient or user health consequences or impact occurred.